Manufacturer narrative:
Doctor was contacted and further information was requested regarding lot number and serial number. This report will be updated if further information is provided. The IFU was reviewed and it includes hypotony as a known complication and adverse reaction.

Event description:
This case was a primary procedure which a cp250 was implanted. Patient experienced hypotony @ 6-8 week mark.